Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for left side. The device status is unknown.

Event description:
Healthcare professional reported "rupture" of a non-abbvie device. Healthcare professional later reported "no complaint against the device". This record is for left side. The device was explanted and it will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d4, d6a, d6b, e1, h6.